Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in a 27-year-old female patient who had essure (batch no. 654841) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, candidiasis, post coital bleeding, urinary frequency, painful intercourse, parity 2, gravida ii and rheumatoid arthritis. Concurrent conditions included drug allergy, nausea, vomiting and body mass index normal. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2010, the patient experienced urinary tract infection ("urinary tract infection/infection (bladder/ urinary tract/vaginal) type: urinary tract infection/infection"), 6 months 21 days after insertion of essure. In (B)(6) 2010, the patient experienced nausea ("nausea/nausea"). In (B)(6) 2013, the patient experienced rheumatoid arthritis ("rheumatoid arthritis/autoimmune disorder type of disorder: rheumatoid arthritis"). In (B)(6) 2013, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2013, the patient experienced abdominal pain lower ("pain lower abdominal"). In (B)(6) 2014, the patient experienced abdominal pain upper ("gastrointestinal or digestive condition: stomach ache"). In (B)(6) 2015, the patient experienced cystitis ("bladder infection"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), arthralgia ("joints pain") and renal pain ("kidney pain"). In (B)(6) 2017, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"). In (B)(6) 2017, the patient was found to have weight decreased ("weight loss/weight gain / loss: weight loss"). In (B)(6) 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), female sexual dysfunction ("apareunia"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), nervous system disorder ("nuero condit/problem"), visual impairment ("vision") and genital haemorrhage ("genital bleeding") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, rheumatoid arthritis, abdominal pain, back pain, dyspareunia, female sexual dysfunction, menorrhagia, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, fatigue, alopecia, tooth disorder, hormone level abnormal, nausea, nervous system disorder, visual impairment, weight increased, weight decreased, vaginal haemorrhage, vaginal infection, anxiety, migraine, abdominal pain upper, abdominal pain lower, arthralgia, renal pain and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, anxiety, arthralgia, back pain, bladder disorder, cystitis, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain, renal pain, rheumatoid arthritis, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: patient received treatment for dyspareunia (painful sexual intercourse ),apareunia, pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding) and rheumatoid arthritis. Discrepancy noted for insertion date previously reported (B)(6) 2009 now it is reported (B)(6) 2009. Right tube 4 coils were present and on the patients left side with 3 coils present. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: essure confirmation test(s) (unspecified) bilateral occlusion. Lot number: 654841 manufacturing date: 2009/07 expiration date: 2012/07 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-dec-2020: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in a (B)(6) year old female patient who had essure (batch no. 654841) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, candidiasis, post coital bleeding, urinary frequency, painful intercourse, parity 2, gravida ii and rheumatoid arthritis. Concurrent conditions included drug allergy, nausea, vomiting and body mass index normal. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2010, the patient experienced urinary tract infection ("urinary tract infection/infection (bladder/ urinary tract/vaginal) type: urinary tract infection/infection"), 6 months 21 days after insertion of essure. In (B)(6) 2010, the patient experienced nausea ("nausea/nausea"). In (B)(6) 2013, the patient experienced rheumatoid arthritis ("rheumatoid arthritis/autoimmune disorder type of disorder: rheumatoid arthritis"). In (B)(6) 2013, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2013, the patient experienced abdominal pain lower ("pain lower abdominal"). In (B)(6) 2014, the patient experienced abdominal pain upper ("gastrointestinal or digestive condition: stomach ache"). In (B)(6) 2015, the patient experienced cystitis ("bladder infection"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), arthralgia ("joints pain") and renal pain ("kidney pain"). In (B)(6) 2017, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"). In (B)(6) 2017, the patient was found to have weight decreased ("weight loss/weight gain / loss: weight loss"). In (B)(6) 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), female sexual dysfunction ("apareunia"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), nervous system disorder ("nuero condit/problem"), visual impairment ("vision") and genital haemorrhage ("genital bleeding") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, rheumatoid arthritis, abdominal pain, back pain, dyspareunia, female sexual dysfunction, menorrhagia, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, fatigue, alopecia, tooth disorder, hormone level abnormal, nausea, nervous system disorder, visual impairment, weight increased, weight decreased, vaginal haemorrhage, vaginal infection, anxiety, migraine, abdominal pain upper, abdominal pain lower, arthralgia, renal pain and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, anxiety, arthralgia, back pain, bladder disorder, cystitis, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain, renal pain, rheumatoid arthritis, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: patient received treatment for dyspareunia (painful sexual intercourse ),apareunia, pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding) and rheumatoid arthritis. Discrepancy noted for insertion date previously reported (B)(6) 2009 now it is reported (B)(6) 2009. Right tube 4 coils were present and on the patients left side with 3 coils present. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.2 kg/sqm. Hysterosalpingogram on (B)(6) 2010: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2020: pfs received. Case became serious incident as removal is reported. Medical history was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.